Event description:
The customer received a questionable high ion selective electrode (ise) sodium result for one patient sample. The initial result was 168 mmol/l and was reported to physician. Repeat testing was requested and the result was 142 mmol/l which was believed to be correct. The sample was repeated again with a result of 141 mmol/l. There was no adverse event. The electrode lot number was k69 with an expiration date of 7/31/2016. The field service representative found the sampling system may have needed some adjustments. He checked the system, adjusted the sample probe, rinse unit and rack. He also lubricated the sample arm and ran diagnostics which passed. The customer ran calibration and qc which were all good.

Manufacturer narrative:
A specific root cause could not be identified based on the provided information.